Event description:
It was reported that the pump showed a premature eri (elective replacement indicator) within 1 month; it was implanted for about 5 years. Per the healthcare provider the pump was always programmed with very low flow rates. Drug delivered via the pump was lioresal 2000 mcg/ml at a daily dose of 62.0mcg. The pump was replaced and the patient outcome was stated as "no problem".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information revealed that the pump was implanted for 7 years before it indicated eri. It was noted there were no patient complications.

Manufacturer narrative:
Analysis of the pump revealed the battery was found to have high resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.